Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 186 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped. Customer states that their pump settings may have led to the incident. The insulin pump will not be returned for analysis.